Event description:
Boston scientific crm received information that this pt passed away. The patient expired while at the physician's office. It is unknown if their pacemaker was providing therapy.

Manufacturer narrative:
This device has not been returned and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.